Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. An elective replacement indicator reset was performed and the device was reprogrammed to nominal settings. The device remained implanted.